Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was in a coma. The customer's mother stated the customer's adverse event occurred on (B)(6) 2012. The cause of the customer's coma was unknown. It was found the customer wanted to resume insulin pump therapy but was unable to upload to carelink. The customer's blood glucose was unknown at the time of the call. No additional information provided.